Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient was diagnosed with benign intracranial hypertension and was having a shunt inserted. Csf flowed through the ventricular catheter and distal catheter. When connected to the valve, the csf did not flow.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was a precision valve with 3 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-5463 with lot ctlb9z, conformed to the specifications when released to stock in 14th october 2015. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.